Event description:
Allegedly pt. Started to develop pain at 1 yr post-op. Pt. Was tested and found to have a metal hypersensitivity to nickel. There was no overt sign of tissue staining or metallosis.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00521, 00522, 00523.